Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the foreign material remained due to the damage done to the channel tube that caused the water tightness to be lost. The event can be detected/prevented by following the instructions for use which state the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection and the preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. A functional test was performed, and the device was out of specification.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material in the air/water tube, cylinder, and jet tube. There were no reports of patient involvement.